Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the transmitter lost connection with the pump. Although requested, no additional information was provided.